Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C38219, 14024486) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced visual impairment ("weakened eyesight"), pain in extremity ("leg pain"), fatigue ("general fatigue"), dizziness ("dizziness") and burnout syndrome ("burnout"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal is planned for (B)(6) 2024). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to visual impairment, pain in extremity, fatigue, dizziness, burnout syndrome or medical device removal. The reporter commented: removal is planned for november 2024. My gynecologist performed a medical examination on me today, so I do not yet have the results. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), and (B)(4)) on (B)(6), 2023. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C38219) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2014, one day after essure insertion, she experienced visual impairment ("weakened eyesight"), pain in extremity ("leg pain"), fatigue ("general fatigue"), dizziness ("dizziness") and burnout syndrome ("burnout"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal is planned for (B)(6), 2024). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to visual impairment, pain in extremity, fatigue, dizziness, burnout syndrome or medical device removal. The reporter commented: removal is planned for november 2024. My gynecologist performed a medical examination on me today, so I do not yet have the results. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.